Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry system was completely down. The biomed received a call from the staff informing him that all the gz telemetry transmitters throughout the facility were experiencing comm loss. Then they received an update from the staff who are now reporting that all gz devices were back up and functioning properly. The biomed stated it was reported initially at 7:00pm pst and then seemed to have resolved itself around 15 minutes later at 7:15pm pst. The biomed later called back and stated that this ticket can be resolved as it was an issue with their facilities wifi system, and not an issue with the nihon kohden system. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the telemetry system was completely down. The biomed received a call from the staff informing him that all the gz telemetry transmitters throughout the facility were experiencing comm loss. Then they received an update from the staff who are now reporting that all gz devices were back up and functioning properly. The biomed stated it was reported initially at 7:00pm pst and then seemed to have resolved itself around 15 minutes later at 7:15pm pst. The biomed later called back and stated that this ticket can be resolved as it was an issue with their facilities wifi system, and not an issue with the nihon kohden system. No patient harm was reported.